Manufacturer narrative:
Concomitant medical products and therapy dates - ceb231410a/21049546, UDI: ((B)(4). (B)(4). Please reference MFR report #3013164176-2020-00049.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2020, it was discovered that a contralateral leg endoprosthesis had separated from the iliac branch endoprosthesis. It was reported that this was likely caused by tortuosity of the aorta and disease progression. Aneurysm enlargement was noted, however exact amount was not reported. On (B)(6) 2020, a reintervention took place to bridge the contralateral leg endoprosthesis and iliac branch endoprosthesis whereby an additional contralateral leg component (plc271200) was implanted. The patient tolerated the procedure.